Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated by inductive means. Device programming was reconfigured, and the issue was resolved. The patient was stable and asymptomatic.